Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, an ophthalmic operating console presented with unstable intraocular pressure (iop) control. The surgery was completed without any harm to the patient.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event of an intraocular pressure (iop) issue. The company service representative was unable to replicate the reported event. In a follow up with the company service representative, it was noted that the company service representative discovered the issue to be due to user settings and not with the functionality of the device. As a preventative measure, the fluidics module was replaced. The company service representative confirmed the reported event of system message (sm) [the lamp has exceeded its rated life. Please replace the lamp]. To resolve the issue, the xenon lamp was replaced. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of an iop issue can be attributed to user settings. The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).